Event description:
It was reported while using bd discardit¿ ii 2-piece syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: plunger - barrel movement is not smooth.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-mar-2023. Investigation summary: sample was received by bd for evaluation. A quality engineer was able to review the received sample and inspect a retention sample for the reported issue of ¿barrel plunger movement¿ from lot number 2305316 and material number 300847. The device history record of material number 300847 with lot number 2305316 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out one retention samples where the investigating team. The received sample plunger movement was not smooth, force found out of limit, but in retention sample plunger movement was found with in limit. The reported defect is confirmed; however, no conclusive root cause could be identified.

Event description:
It was reported while using bd discardit¿ ii 2-piece syringe the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: plunger - barrel movement is not smooth.